Event description:
It was reported that the right ventricular (rv) lead was returned to the manufacturer after being removed and replaced due to a system upgrade. The lead subsequently tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo, and observed to have blood ingression. Products: (B)(4), implantable pulse generator, 2011 (B)(6). (B)(4).